Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The likely cause for placement signal issues was detritus causing an airgap at the optical connector. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported patient was placed on impella cp with smart assist for hemodynamic support. While on support the placement signal unreliable alarm went off. The replace console alarm came on, backup automated impella controller (aic) was utilized.